Event description:
The catheter broke while indwelling in the patient. The reporter was contacted regarding additional information concerning this incident. The reporter had no additional information at this time.

Manufacturer narrative:
H.6 a root cause analysis was unable to be performed as the sample was not returned.